Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on a (B)(6) female patient on (B)(6), 2011 (patient weight is unknown). According to the complainant, the procedure was completed with this device, however the balloon would not fully deflate; it was believed there was a little water still in the balloon. The balloon was completely removed from the patient's anatomy. However, during withdrawal the balloon got stuck in the scope; the device was removed using wire cutters. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on a (B)(6) female patient on (B)(6) 2011 (patient weight is unknown). According to the complainant, the procedure was completed with this device, however the balloon would not fully deflate; it was believed there was a little water still in the balloon. The balloon was completely removed from the patient's anatomy. However, during withdrawal the balloon got stuck in the scope; the device was removed using wire cutters. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed the balloon to be bunched up near the distal shoulder. The catheter was found to be cut below the balloon; the remaining portion of the catheter was not returned. Due to the condition of the returned device, functional testing could not be performed and the complaint that the balloon would not deflate could not be confirmed. The condition of the returned device is consistent with the reported event of difficulty withdrawing the device from the scope and the device being cut in order to be removed from the scope. The most probable root cause for this event is operational context; this failure occurs when anatomical or procedural factors encountered during the procedure limit the performance of the device. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.